Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The 50mm rt standard mand (part# 24-6550, lot# 774130b) and five (5) 2.7x10mm ht x-drive screw (part# 91-2710, lot# unk) were returned for evaluation. The original implant date was 22 feb 2018 and the washout procedure took place three weeks later on 15 mar 2018. The products showed signs of use. There are no indications of manufacturing defects. The instructions for use (IFU) for this product warns of the potential for complications. It states in the section titled adverse events: ¿ infection (systemic or superficial) it also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. ¿ the importance of prompt medical attention if they experience unusual swelling in the area of the implant. ¿ the risks associated with a total tmj system (see warnings and adverse events). Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation tmj system right standard mandibular component, catalog #: 24-6550, lot #: 774130b. Therapy date: (B)(6) 2018. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00744.

Event description:
It was reported the patient underwent a "washout" procedure on the right side. No additional patient consequences were reported.